Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of approximately 1064mg/dl. It was stated that the mother does not have the device available to troubleshoot. The mother requested a replacement of the insulin pump. No further information was provided.